Manufacturer narrative:
The suspect device, a prolieve thermodilatation system, refurbished, was returned and was visually inspected and no apparent physical damage or imperfections were observed. Two of the physitemps were found to be out of tolerance. Per the field service engineer, the pump motor and pump head were replaced in the field. (B) (4).

Event description:
It was reported to boston scientific corporation that a prolieve thermodilatation system, refurbished, was used during a benign prostatic hyperplasia (bph) procedure. Reportedly, the recirculating water pressure was low, less than 13 psi at the maximum pump speed setting, from the start of the case. The case was completed with this device with no patient complications and the patient was "well". The event, as reported, did not reflect an MDR-reportable scenario. However, evaluation of the returned device revealed an MDR-reportable malfunction of physitemp tolerance. The MDR is based upon the evaluation results.